Manufacturer narrative:
The customer strips were received for investigation. Testing was performed using glycolyzed blood and retention meters. All testing with the returned strips produced acceptable results and no strip defects were observed.

Manufacturer narrative:
Quality controls were performed on both meters and passed. The meter and strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 17:26, the result from meter serial number (B)(6) was 557 mg/dl. At 17:29, the result from meter serial number (B)(6) was 163 mg/dl. At 17:32, the result from meter serial number (B)(6) was 182 mg/dl.